Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 07/26/2011 by fax and mail. Information was received in a follow up phone call on 07/22/2011. A completed questionnaire was received on 07/28/2011. (B)(4).

Event description:
A surgery coordinator reported a patient with residual cylinder following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the event continues. Trace posterior capsule opacification had been observed.